Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed during surgery. The system was switched out and the case was completed. The pt was under general anesthesia and the case was delayed about 30 minutes. No problems were noted with the cassette. Bss was noted on the pump. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The fluidics module was disassembled and the cylinders were cleaned. The fluidics module was tested and reassembled. The system was then tested and met all product specifications. An internal investigation has been opened to address this issue. (B)(4).